Event description:
Cfsan caers phone report 13/6/2022. Her mother was diagnose with als and she thinks that her mother died from the breast implant inside of it. She believes that there are heavy metal or neurotoxin from the breast implants. It was implanted back in 1986 and she was diagnosed (B)(6) 2021 and died (B)(6) 2022. FDA safety report ID # (B)(4).